Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's sensor was fake. It was indicated that the parameter was wrong because the patient had a correct clinical hypnosis but the reading did not show the same result. There was no patient injury.